Event description:
Additional information received stating trailing haptic stuck to optic. Lens was left implanted. There was no patient harm.

Manufacturer narrative:
Corrected information was provided in b5 and h6. On initial MDR submitted the FDA patient codes should be e2403 instead of e2401, FDA health impact codes should be f26 instead of f24 and eval method codes should be b20 instead of b17. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care profession reported that during a cataract surgery with an intraocular lens (iol) implant procedure trailing haptic folded wrong, as it was stuck under the iol once delivered in the capsular bag. Surgeon had difficulty unsticking it beneath. The procedure completed on the same day. Additional information received stating trailing haptic stuck to optic.

Event description:
A health care profession reported that during a cataract surgery with an intraocular lens (iol) implant procedure trailing haptic folded wrong, as it was stuck under the iol once delivered in the capsular bag. Surgeon had difficulty unsticking it beneath. The procedure completed on the same day. Additional information received stating trailing haptic stuck to optic. Lens was left implanted. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company iol haptics adhering to the posterior optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).